Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of frayed wires. The instrument was found to have a frayed pitch cable at the wrist. Frayed segments were observed in various lengths. The frayed cable was also found to be derailed. The grips could not open and close properly. Engineering evaluation noted that movement and functionality might not have been precise. In addition, engineering evaluation also found damage to the idler pulley rim. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the mega suturecut needle driver instrument had frayed wires. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.